Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level requiring 3rd party assistance; bg value and cause was unknown. Reportedly, customer's pump alerts/reminders settings were set to low vibrate. Customer consumed carbohydrates to address bg level. The general public provided customer with jelly beans, performed first aid, and called the paramedics. The paramedics checked customer's vitals and customer was stabilized at time of event.